Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the customer had alleged that the insulin pump was under delivering insulin. Customer alleged insulin pump was under delivering after troubleshooting for an insulin pump error was performed. Customer experienced high blood glucose level of 309 mg/dl. Customer was assisted with troubleshooting. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.